Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring additional ballooning. Device issue: no device malfunction has been reported. It was reported via a trial, that the index procedure to treat three lesions all with moderate calcification, moderate tortuosity and 90% stenosis, was performed in 2008. The lesion located in the proximal circumflex was pre-dilated and a 3.0x18mm promus was placed, resulting in 0% residual stenosis. The distal circumflex lesions were predilated. Two additional 3.0x18mm promus stents were placed, (the second stent), also resulting in 0% residual stenosis. None of the stents were overlapping. The patient was discharged about two days later, taking aspirin and plavix. At approx five months later, restenosis was observed in all three stents. This was treated with balloon angioplasty, resulting in 0% residual stenosis. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Restenosis, as listed in the promus IFU, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. Although a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality issue. The third 3.0x18mm promus is being filed under the same MFR #. The first 3.0x18mm promus has been filed under mfg # 2024168-2009-00094.